Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1345 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the PICC was placed on (B)(6) 2015 in surgery on a (B)(6) girl. On (B)(6) 2017, the night rn received a call about it being fractured. It was stated that upon assessment, the port still had blood return and the line had not been forcefully flushed as in the case of an occluded line. The rn pulled the PICC and had to place a new PICC in the opposite arm. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed, but the root cause was undetermined. One 4 fr d/l powerpicc provena was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed to length and a sticky residue was observed at the distal end of the extension legs. A partial tear was observed in the extension leg within the distal end of the red luer adaptor. The cross section of the adjoining surfaces of the extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed with multiple origins along the interface between the extension leg and the red connector. The external surface of the extension leg tubing exhibited irregular attachment points to the inner surface of the red connector. The bond between the purple connector and the extension leg tubing did not exhibit irregular attachment points and no tears were observed in the tubing. An internal investigation has been opened to determine the root cause. A lot history review (lhr) of rebr1345 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the PICC was placed on (B)(6) in surgery on a (B)(6) girl. On (B)(6) 2017, the night rn received a call about it being fractured. It was stated that upon assessment, the port still had blood return and the line had not been forcefully flushed as in the case of an occluded line. The rn pulled the PICC and had to place a new PICC in the opposite arm. No patient harm reported.